Event description:
Clinic employee informed raumedic sales representative personally relating to the following information during customer visit. After application the catheter neurovent-p displayed implausible negative icp measurement values. Application of the catheter occurred after trepanation via tunneling with a competitive product. The application accessory raumedic spliceable tunnelling sleeve, which is prescribed in IFU has not been used. Without "evidently" reason the icp switched for a period of approximately 6 hours from initially negative pressures values to approximately 50mmhg, which don't correspond with the patient's situation. The catheter was explanted and measurement was continued with another catheter. The new catheter displayed icp values in "normal" range. No harm to the patient occurred.

Manufacturer narrative:
Manufacturer statement: for evaluation of the malfunction DHR documents were reviewed. They demonstrate that the catheter (neurovent-p, e8194571) met specification during manufacturing. Final inspection of finished catheter was passed. Additionally investigation of returned catheter was carried out. Root cause analysis identified pushed wires by mechanical transverse forces within sensor housing. Probably caused by usage of the competitive product (smaller inner diameter) and accidently gripping of the measuring head with forceps during application, which results in pushing the pressure measuring chip out of its fixation. Additionally the silicone cover was damaged in this area, so moisture could penetrate to the chip. Both manipulations have caused the described error pattern. Based on knowledge that the final inspection of the finished catheter was passed, the catheter was delivered with proper functionality and the malfunction occurred immediately after implantation, the malfunction of the catheter is caused by a user error during implantation. According to IFU the pressure sensors must not be subjected to undefined pressures, e.g, by gripping the catheter with forceps. Additionally, the catheter was not applicated with the prescribed raumedic spliceable tunneling sleeve.